Manufacturer narrative:
Additional information received 08 march 2017 and includes: the revision took place on (B)(6) 2017. The surgeon determined the poly dislocated from the tibial base-plate. The surgeon swapped the poly. The surgery was completed successfully. Additional information received 09 march 2017 and includes: no documentation of trauma. The patient is an amputee. Insert screw sheared off. The surgeon burred the screw to successfully implant another insert. On 17 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: liner exchange 2 years after implantation of a hinge knee system in an amputee patient. The radiographic image provided shows the presence of a broken fixation screw. According to the report, the polyethylene liner dislocated from the tibial baseplate. The reason for the screw breakage are not known. The following dislocation should be regarded as a consequence of the screw fracture. Patient history is not available. The cause for dislocation is screw failure. The cause for screw failure is not known, nor are known the time and circumstances of such failure. Batch review performed on 27 march 2017. Lot 135348: (B)(4) items manufactured and released on 17 february 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Revision surgery performed because of poly dislocation from the tibial base-plate. Also, the insert screw was found sheared off. The surgeon burred the broken screw to successfully swap the poly. The surgery was completed successfully.